Event description:
It was reported that approximately three days post implant of the right ventricular (rv) lead, patient felt sick. A pericardial effusion was identified by echo cardiograph and drainage was performed, and the patient recovered. Due to suspected rv lead perforation, the lead was re-positioned and remains in use. After the lead revision, no issues were seen. No further patient complications have been reported as a result of this event.